Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that during the revision surgery, the surgeon removed the attune patella and he was attempting to put the new sigma patella trial on the bone. It wouldn't go down, so the surgeon used the patella clamp to put pressure on the patella trial. One of the posts of the 38 mm sigma patella 3 peg trial broke off. The piece of the patella peg trial was retrieved and removed from the wound.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.